Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy procedure, the device was used to oversew the sleeve when the needle broke and fell into the patient cavity. The broken needle was partially retrieved. An x-ray was performed but no objects were visible. The surgery time was extended for over an hour.